Manufacturer narrative:
Although the probe was not available for review, neuwave evaluated the system log and determined that the physician was delivering power during the tract cautery portion of the procedure for nearly 5 minutes. This is not in accordance with the device labeling. The user manual provides guidance for tract cautery that includes slowly removing the probe at a rate of approx 1cm every 5 seconds. Additionally, probes have an end cautery mark (last thicker dark marking 5 cm back from the tip) and the user manual explicitly directs operators to stop withdrawing the probe and turn the power off when this mark reaches the skin so that power is not delivered to the skin and subcutaneous tissues. In f/u discussions, the physician indicated that he had not read the user manual and that this was his first case with the certus 140. The physician stated that the proper tract cautery procedure is clearly stated in the manual. The physician did not state that any device malfunction was suspected. This position is confirmed by the neuwave investigation. This event occurred due to operator error stemming from the physician not being familiar with the system prior to use.

Event description:
Following the ablation of a liver lesion using the certus 140 and a certuslk probe, the physician performed tract cauterization. Following the cauterization, a burn the size of approx 1/2 of a dime was observed on the pt's skin. The burn was treated with ointment and a bandage and the pt was discharged. The pt later developed bacterial peritonitis and was re-admitted to the hospital. The pt was treated with anti-biotics and recovered without further issue. The ablation probe was discarded and is not available for eval. The physician did not allege any device malfunction.